Event description:
We have had the following occur: (kit named- intera 3000 hepatic arterial infusion pump refill kit). Leaks from kit: lot # 23g011ct x 3, lot # 23j038ct x 1. All leaked from the same location- at the huber needle and extension tubing luer connection during the procedure. There were no visible defects in the tubing or needle on review. We obtained a different kit lot# 23d131ct. We have noted that the extension set tubing has changed in the kits. Both of the leaking lots had the same new extension tubing. Steps we have taken thus far: sequestered all the problematic lot numbers. Reached out to the company to have new kits of different lot numbers mailed. Reported leak to the company and sent back unused kits of the problem lots. They have not been able to revalidate the leak to date, but the pumps are positive pressure when implanted in the body, so it would be difficult to recreate the same exact situation ex-vivo, I believe. They have verbally told us no other site has reported a leak to date. Sending actual tubing involved in the company for eval (after review by our own internal clinical engineering team) and approval from risk management. We have done hundreds of these refills over the last year and did not have issues with leaking until the change in extension tubing occurred, so I do not believe that user error with attaching the needles is a root cause. They were hand tightened by the nurses and noted to be tight when applied and on evaluation after the leaks. We perform an average of 10 refills per week- so 40-50/month.